Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and verified the reported issue. The third party service agent replaced the power pcb assembly and the battery connector pins and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer reported that their device loses power when attempting to power on. There was no report of any patient use associated with the reported device issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer reported that their device loses power when attempting to power on. There was no report of any patient use associated with the reported device issue.